Event description:
It was reported that the paramedics were called due to low blood glucose levels of 41 mg/dl. The mother stated that the customer had treated her blood glucose levels, and by the time the paramedics arrived, she was at 102 mg/dl. It was stated that the customer had been under stress, and had other things bothering her. It was also stated that the customer usually experiences low blood glucose levels at approx 2:00 am. The caller stated that the customer doesn't always bolus for her meals. The customer sometimes boluses one to two hours later. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.